Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. Reportedly, the suspected cause was a combination of something the customer consumed the previous night and that the customer is a new pump user and was still adjusting to the pump settings. To address the bg level, the customer delivered a correction bolus. The customer declined to perform troubleshooting and was recommended to call back tandem technical support for any issues.